Event description:
.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.